Event description:
It was reported that pump experienced malfunction alarm identified by code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to reset pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if issue returned, with no additional information provided regarding further outcomes.